Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing "puss oozing out of the infection wound" (infection), persistent fatigue and breathing difficulty. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.